Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the following facts obtained from the investigation, it was not determined if the phenomenon occurred because of the malfunction of the device. As to b30 error, the following is stated in the instruction manual for cv-190. ¿code: b30 : error message: scope communication err (b30)- possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii xenon light source was presenting a b30 scope communication error during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. Functional tests using a variety of scopes were performed with the light source and no errors were noted. Additionally, it was noticed that the lamp had been replaced with a non-olympus model and was reading at 500+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.